Manufacturer narrative:
The customer¿s reported problem was confirmed. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
Customer reported the check IV set alarm on their 8100 (case #: (B)(4)).